Event description:
This 47-yr-old female underwent a bam with silicone gel breast implants in 1970. As the procedure was performed at another facility, the name of the MFR is unknown to this reporting user facility. The pt developed significant capsules on both sides and given the pt's discomfort and concerns, she opted for elective removal of the implants. Gross exam: the right implant is focally ruptured and exudes gelatinous, tenacious clear material. The left implant is intact.